Event description:
Received biomet/zimmer hip implant (metal on metal) (B)(6) 2002. I just had revision surgery due to metallosis. I was never notified of the potential danger that this device could cause. I'm scheduled for the second revision in (B)(6) of this year. These devices have deteriorated by breathing, caused tremers, and involuntary movements. I have the surgery report with stickers but for the most part it is not legible. The implant is a biomet m2-a. Shortness of breath.